Event description:
Date of event: unk. The hospital reported that during an endoscopic vein harvesting procedures over the last couple of weeks, the vasoview 7xs short port black inflation valve popped out, causing the balloon to deflate. A new kit was opened to complete the procedure. The hospital did not report any pt effects. The product was discarded.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)